Event description:
The arterial line is available for return to the mfg site for evaluation. A mailer with completed label and instructions has been sent.

Manufacturer narrative:
Class I kink found in the examination of the bloodline. This is considered a minor kink and would not significantly occlude the internal diameter of the line. The health professional had reported that the line was also twisted at the pt connector end of the bloodline. This in addition to kink could have contributed to the hemolysis event. The pt has returned to the facility and is doing well. Co will continue to monitor for trends.